Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 21 malfunction events in which the device was overheating. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-one events were reported for this quarter. Sixteen device were received. Eight events were duplicated during testing. The reported event was not duplicated during testing for 8 devices; however, the devices were outside specifications. Nine devices were found to be affected by corrosion. Three devices were found to be affected by corrosion and a shattered bearing. One device was found to be affected by compromised lubrication. One device was found to be affected by debris. One device was found to be affected by debris and corrosion. One device was found to be affected by a shattered bearing. One device is available for evaluation but has not yet been received. 4 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events in which the device was overheating. Nineteen events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.